Manufacturer narrative:
Date sent: 5/30/2007. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contact rings were in good condition. The device was tested on a generator and it was found that the main hand control switch assembly button was not functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a right hemicolectomy procedure, during the pre-test, the device did not work. They got a new one to complete the procedure. There was no pt consequence.